Event description:
It was reported the device was used during a hernia repair procedure. It was reported by the affiliate that the device jammed. There was no pt consequence.

Manufacturer narrative:
Facility experienced an event with endopath* endoscopic multifeed stapler while performing a hernia repair. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry #974182. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: head rotates, yes; nose shroud cracked/broken, no; staples in nose, yes(1); staples in the track, yes(22) and trigger engaged with precock, yes. Functional test & results; cylced instrument, yes. Analysis conclusion: based upon the inquiry info received, the visual examination and the functional test, it was concluded that the instrument was confirming with regard to staples feeding, firinig and forming. The experience the surgeon reported could not be repeated. No conclusion could be reached as to why the reported instrument "jammed" during surgery. Co reviews each incident as it occurs in an effort to continuously improve the products and processes.